Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported bilateral capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, deformation, wear abrasion, and yellow particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.